Event description:
Pt had an arthroscopic procedure to the rt. Hip. A hemovac drain was placed during the procedure. Per surgeon's orders drain to be removed post-op in recovery room. Upon using slow steady pressure, drain snapped and portion of drain retained in hip joint. X-ray confirmed this. Pt taken back to or for arthroscopy to remove foreign body, (retained drain).